Event description:
It was reported to philips that the device gave a shock equipment malfunction error. The therapy pca was replaced and the error remains. There was no reported patient involvement/adverse patient impact.